Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter alleged obtaining the results of 336 mg/dl and 154 mg/dl back to back within 10 minutes on compact plus system 1. Reporter also alleged that on a different day, she obtained a result of 154 mg/dl on compact plus system 1 compared back to back with a result of 56 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.